Event description:
It was reported that a patient is presented with capsular contracture syndrome. The lens was explanted. Additional information has been requested but no new information has been provided.

Manufacturer narrative:
The lens was returned for revaluation. The lens was dimensionally inspected and all dimension measurement were found to be within specification. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.